Event description:
It was reported that during an unknown procedure, when firing the device, the blade did not activate, and the instrument shot staples out (some open, some closed). No reported patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.